Event description:
The patient stated that she has had about 7 v-go devices come off. The patient stated that all of the v-go 30 came from the same v-go 30 kit. Patient confirmed that the application site is being properly prepared prior to applying the v-go devices.